Event description:
It was reported to the MFR that the pt's device showed a dcdc code of 0 during diagnostic testing. The pt still perceives stimulation as he coughs during stimulation. It was also indicated that the pt has been experiencing an increase in seizure activity at pre-vns baseline level. The pt has been sent to the surgeon for eval. There may have been trauma to the device site from pt falls during seizures that contributed to the reported event. If present, an intermittent short-circuit could have potentially contributed to the pt's increase in seizure activity.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.